Manufacturer narrative:
Concomitant medical product: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post lumbar laminectomy. It was reported that one of the leads was broken and needed to be replaced with a new one. The patient was waiting for her appointment to schedule the next procedure. No patient symptoms were reported. No further complications were reported/anticipated.